Event description:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("at the time of menstruation: pain similar to labour pains in the pelvic area, abdomen and intestines") and loss of consciousness ("loss of consciousness for unknown reason") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: she denied health problems before. Previously administered products included for an unreported indication: luteran 10. Concomitant products included ferrous sulfate (tardyferon), ibuprofen, nomegestrol acetate (lutenyl), progesterone (progestan), promegestone (surgestone) and ulipristal acetate (esmya). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dermatitis allergic ("unexplained skin allergy, resembling eczema"). In 2010, the patient experienced the first episode of fatigue ("constant fatigue/weariness"). In (B)(6) 2010, the patient experienced back pain ("lower back pain"), loss of consciousness (seriousness criterion medically significant) and pain ("pain"). On an unknown date, the patient experienced pelvic pain (seriousness criterion disability), the second episode of fatigue ("at the time of menstruation: very marked fatigue"), menorrhagia ("heavy periods which occurred 16 times a year and last 6 or 7 days"), polymenorrhoea ("heavy periods which occurred 16 times a year and last 6 or 7 days"), adenomyosis ("moderate adenomyosis"), lethargy ("lethargic state"), somnolence ("drowsiness"), disturbance in attention ("difficulty concentrating"), auditory disorder ("auditory and visual disturbances"), visual impairment ("auditory and visual disturbances"), alopecia ("marked hair loss"), weight increased ("weight gain of 12 kg"), gastrointestinal disorder ("gastrointestinal disturbances"), headache ("headaches"), insomnia ("insomnia") and menopause ("pre-menopause"). Essure treatment was not changed. At the time of the report, the pelvic pain, the last episode of fatigue, menorrhagia, polymenorrhoea, adenomyosis, lethargy, somnolence, disturbance in attention, auditory disorder, visual impairment, alopecia, weight increased, gastrointestinal disorder, headache, insomnia and menopause outcome was unknown and the dermatitis allergic, back pain, loss of consciousness and pain had resolved. The reporter considered adenomyosis, alopecia, auditory disorder, back pain, dermatitis allergic, disturbance in attention, gastrointestinal disorder, headache, insomnia, lethargy, loss of consciousness, menopause, menorrhagia, pain, pelvic pain, polymenorrhoea, somnolence, visual impairment, weight increased, the first episode of fatigue and the second episode of fatigue to be related to essure. The reporter commented: her daily life was completely affected. She no longer does sports, avoid travelling and projects, not knowing whether she will find the strength and the energy to carry them out. She was very active until turned (B)(6) and then suddenly went into a constant state of "energy saving" in order to cope with the fewest possible daily activities and her job and to more or less keep up appearances in front of those around her. Starting 7 years ago, she can only believe that her state is a consequence of placement of the device, the only medical event that has occurred in her life. Previously, she had never had the slightest health problem. The gynaecologist who follows her, blames the fatigue and bleeding on symptoms of pre-menopause and, as a result, has written the various prescriptions that have had no effect on her health status. She would like to have the inserts removed, however no procedure has been set up for removing them. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Blood test - on an unknown date: reduced red blood cell count ultrasound pelvis - in 2013: moderate adenomyosis; in 2014: moderate adenomyosis; in 2016: moderate adenomyosis; on an unknown date: did not find any abnormalities the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.